Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed 300 inappropriate auto- matic mode switch (ams) episodes. X-rays revealed fractures of both leads.